Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a plum device that was reported to not alarm for air in line when air seemed to be in the cassette. There was no patient involvement and no report of harm.